Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a crtd upgrade procedure, when back loading the left ventricle lead (lv), prior to insertion, the guidewire perforated the lead insulation. A new lead was used to complete the procedure. No adverse effects to the patient were reported.